Manufacturer narrative:
The complaint states of a pinnacle metal on metal revision. Notification was received stating that no further information or return of product is available. A review of manufacturing records of lot numbers 2546410 and 2744140 did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is available the complaint will be reopened and investigated further. No further actions are identified. Update (B)(6) 2015 --- no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Pinnacle mom revision. Patient 3 on list. This is for our records only. No response is required and no further information will be available. Reopened 7 april 2015. Confirmation of formal claim received from (B)(4) on 16 march 2015, reason for revision not provided, product information for cup and stem added - (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update oct 18, 2017 additional information received. It was reported that the patient was revised due to elevated metal ions. This complaint was updated on nov 06, 2017.

Manufacturer narrative:
Pinnacle mom revision. Patient 3 on list. This is for our records only. No response is required and no further information will be available. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states of a pinnacle metal on metal revision. Notification was received stating that no further information or return of product is available. A review of manufacturing records of lot numbers 2546410 and 2744140 did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is available the complaint will be reopened and investigated further. No further actions are identified. Update 2 jun 2015 --- no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.